Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 575 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that the insulin pump had alarmed no delivery prior to the hospitalization. The customer stated that she is very lean, and the site was painful. Advised the customer that the infusion set may have been inserted into muscle tissue, causing pain and high blood glucose levels. Nothing further was reported.